Event description:
Provider states the quad link mounting hardware won't stay tightened causing the joystick to intermittently swing away.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.